Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unknown procedure, the hemostatic valve/hub separated from a flexor raabe guiding sheath. Per the reporter, the hub separated as the device was pulled back with another manufacturer's balloon catheter. A section of the device did not remain inside the patient¿s body. An unspecified additional procedure was required. Additional information was received 19dec2024 and 30dec2024. The procedure involved angioplasty and intravascular lithotripsy of a lesion in the right common and profunda femoral arteries via crossover/contralateral percutaneous access in the left common femoral artery. The access site was scarred; however, access was not difficult and there were no other anatomical anomalies. The left femoral bifurcation angle was normal. Posterior calcification was noted in the common femoral artery. Another manufacturer¿s ¿standard¿ device was used for the crossover, and the complaint device was advanced to the contralateral femoral artery over another manufacturer¿s 0.035-inch wire guide. During a ¿pull-back maneuver¿ over another manufacturer¿s 0.014-inch wire guide, resistance was encountered and the hemostatic valve/hub subsequently broke, resulting in active arterial bleeding. The dilator was not in place at the time of hub separation. The sheath shaft was manually removed from the patient in its entirety. An unspecified short sheath was inserted, and the procedure was completed successfully. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event; however, an unknown ¿specific intervention¿ was required for an ¿unexpected worsening of the state of health¿. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot, and a review of complaint history found no additional complaints for this lot number. The product IFU warns "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that unintended user error contributed to this event. Although access was reportedly not difficult, the access site was scarred, and resistance was encountered upon withdraw (¿pull-back¿) of the sheath. The dilator was not in place at the time of hub separation. The IFU suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received on 19dec2024 and 30dec2024. The procedure involved angioplasty and intravascular lithotripsy of a lesion in the right common and profunda femoral arteries via crossover/contralateral percutaneous access in the left common femoral artery. The access site was scarred; however, access was not difficult and there were no other anatomical anomalies. The left femoral bifurcation angle was normal. Posterior calcification was noted in the common femoral artery. Another manufacturer¿s ¿standard¿ device was used for the crossover, and the complaint device was advanced to the contralateral femoral artery over another manufacturer¿s 0.035-inch wire guide. During a ¿pull-back maneuver¿ over another manufacturer¿s 0.014-inch wire guide, resistance was encountered and the hemostatic valve/hub subsequently broke, resulting in active arterial bleeding. The dilator was not in place at the time of hub separation. The sheath shaft was manually removed from the patient in its entirety. An unspecified short sheath was inserted, and the procedure was completed successfully. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event; however, an unknown "specific intervention" was required for an "unexpected worsening of the state of health".

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the hemostatic valve/hub separated from a flexor raabe guiding sheath. Per the reporter, the hub separated as the device was pulled back with another manufacturer's balloon catheter. A section of the device did not remain inside the patient¿s body. An unspecified additional procedure was required. Additional information has been requested.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.